Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, bronchovideoscope exhibited an image blackout issue when angulated. There were no reports of patient involvement.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that the image blacks out when angulated in the up and down direction. Upon further inspection, it was observed that the charge - coupled device unit had scratches including on the charge - couple device shrink tube and cable. Additionally, it was observed that the charge -coupled device cable cover was torn. It was also observed that the insertion tube had heavy dent/ bite and as a result was unable to pass the ring gauge. Lastly, it was observed that the label at the scope connector and grip did not meet the standard. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. Section h3 was updated with additional information that was received about the event. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified however, there is sufficient evidence that confirms this is a well-understood failure mode, and therefore individual complaint investigations are not necessary. Considerations: from the investigation results it is presumed that the suggested event was due to damage on the image sensor. Damage to the sensor was presumably due to external stress was applied to the insertion section because heavy dents were found at the insertion section. However, we could not specify the cause. Olympus will continue to monitor field performance for this device.